Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed to activate. There was no report of patient impact. The following information was provided by the initial reporter: we're having trouble with bd's neoflon IV needles. After inserting the neoflon, withdraw the needle leaving only the cannula in the patient's vessel. In this case, the safety mechanism spring remained in the cannula.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed to activate. There was no report of patient impact. The following information was provided by the initial reporter: we're having trouble with bd's neoflon IV needles. After inserting the neoflon, withdraw the needle leaving only the cannula in the patient's vessel. In this case, the safety mechanism spring remained in the cannula.

Manufacturer narrative:
H.6. Investigation: two photos and thirteen samples, one with open packaging and twelve with sealed packaging, were received by our quality team for evaluation. From the photo, the safety mechanism was observed to be activated. The team also observed that a few catheter adapters from the neoflon pro safety non-blood control (bc) catalog 391662 and cathena bc catalog 386815 were compared. The non-blood control (bc) catheter adapters do not have a spring, actuator, and septum, while the blood control (bc) have a spring, actuator, and septum. The sample in open packaging was observed with the safety mechanism activated. The rest of the twelve samples in sealed packaging were subjected to the manual safety activation test. All samples passed the testing. A device history record review found no non-conformances associated with this issue during production of this batch. In the customer verbatim, the customer mentioned ¿safety mechanism spring remained in the cannula¿, but the spring in adapter is part of the blood control (bc) feature of this cathena catalog. Therefore, no nonconformance was found.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed to activate. There was no report of patient impact. The following information was provided by the initial reporter: we're having trouble with bd's neoflon IV needles. After inserting the neoflon, withdraw the needle leaving only the cannula in the patient's vessel. In this case, the safety mechanism spring remained in the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-may-2022. H6: investigation summary two photos and thirteen samples, one with open packaging and twelve with sealed packaging, were received by our quality team for evaluation. From the photo, the safety mechanism was observed to be activated. The team also observed that a few catheter adapters from the neoflon pro safety non-blood control (bc) catalog 391662 and cathena bc catalog 386815 were compared. The non-blood control (bc) catheter adapters do not have a spring, actuator, and septum, while the blood control (bc) have a spring, actuator, and septum. The sample in open packaging was observed with the safety mechanism activated. The rest of the twelve samples in sealed packaging were subjected to the manual safety activation test. All samples passed the testing. A device history record review found no non-conformances associated with this issue during production of this batch. In the customer verbatim, the customer mentioned ¿safety mechanism spring remained in the cannula¿, but the spring in adapter is part of the blood control (bc) feature of this cathena catalog. Therefore, no nonconformance was found.